Manufacturer narrative:
(B) (4). Physio- control evaluated the device and verified the reported intermittent failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and found the cause of the failure to be a loose connection between connector socket one and the corresponding mating pin.

Event description:
It was reported that the device was intermittently failing to detect the therapy cable connection and alarming "connect cable" while attached to a pt for non-critical care. There were no reports of any adverse effects to the pt due to the device use.